Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/06/1998 and was last repaired on 12/06/2004 for a non-related issue. Evaluation of the device observed that the device operated within motor speed specification and no operated within motor speed specification and no anomalous behavior was observed during operation of the device. It was noted that both the reciprocating arm and thickness lever were older style components. Wear to the head was also noted. Prior to repair, the device was outside calibration specification only at the zero thickness setting on the left and right side, and the side to side calibration. The customer's reported event could not be confirmed and a cause could not be determined; however, lack of preventative maintenance was likely the cause for the wear to the head and lack of calibration at the zero thickness setting. No information is known regarding the technique or methods utilized during the reported event; however, incorrect user technique could have caused the device to produce an undesirable graft. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome would not harvest skin. It was noted that the device seemed to not cut the skin, but rather tear the skin. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.